Event description:
It was reported to boston scientific corporation that a passport ureteral balloon dilatation catheter was used during a ureteral dilatation procedure. According to the complainant, during the procedure, the balloon leaked. The physician completed the procedure with another passport ureteral balloon dilatation catheter. The condition of the patient following the event was reported as "stable".

Manufacturer narrative:
(B)(4).